Manufacturer narrative:
Product has been returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported receiving ¿restart alert 65 (speaker current)¿ on the ilet. The device was determined to require replacement, and the user was advised to have backup therapy in place until the replacement arrived. Bg was not affected, and no medical intervention or outside assistance was required.